Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 186mg/dl. Prior to contacting tandem technical support, the customer removed the infusion set from the pump. A system check was performed with the cartridge on the pump, and the occlusion was found to be within the cartridge. No damage was noted to the infusion set site. The customer reverted to manual injections for insulin therapy.